Event description:
The healthcare professional reported that during a vascular stent placement procedure performed on the patient who was suffering from basilar artery stenosis, stent implantation was initiated after balloon dilation. When the physician started to release the stent, a 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 7338041), the position of the microcatheter and the stent migrated. The physician repositioned and released the stent. The distal markers of the stent only deployed partially and the stent was not released in the desired location. After several minutes, it was found that the distal markers on the stent converged. The physician used the micro guidewire to ¿massage¿ the stent, it still could not be opened. A second stent (unspecified brand) was placed in the target position to complete the procedure. It was reported that the procedure was prolonged about two (2) hours. There was no report of any negative patient impact. On 27-apr-2023, additional information was received. The information indicated the patient is a 68-year-old female with a history of hypertension and atherosclerosis. There was no vessel factors that may have contributed to the incomplete expansion of the stent. The information indicated that there was evidence of blood obstructed blood flow due to the event, ¿the distal vessel was thin, and the blood flow was slowed after the mark points at the distal end of the stent converged.¿ the migrated stent did not become embolized. The information confirmed that the first stent remains implanted in the patient after the unsuccessful attempt to open it through the use of the micro guidewire. Related to the first stent, the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was slight resistance during the advancement of the first stent. The microcatheter used was a 150cm x 5cm prowler select plus (606s255x / lot # unknown). There was no damage identified on the microcatheter. The second stent placed in the target position was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612) via the original prowler select plus microcatheter. The balloon catheter used for the dilation before the stent implantation was a sacspeed® balloon dilation catheter (peijia medical); the balloon dilation was considered successful. The information confirmed that there was no negative patient impact / no patient complication due to the reported issue. The physician did not consider the 2-hour procedure extension to be clinically significant. The complaint included one procedure image that is pending independent physician review.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7338041. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Incomplete stent expansion and stent migration requiring additional intervention are known complications associated with the enterprise vascular reconstruction device and are listed in the instructions for use (IFU) as such. Incomplete expansion could lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. Since the reported incomplete stent expansion and migration required additional intervention, i.e., use of a guidewire to massage the stent and use of a second stent device to conclude the procedure, the event meets us FDA MDR reporting criteria under 21 cfr 803 with the classification of ¿serious injury¿ and ¿malfunction.¿ the file will be re-reviewed if additional information is received at a later date. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on 27-may-2023. The procedure images included in the complaint underwent independent physician review. The assessment is documented below. The case description clearly highlights the problem encountered during the procedure. There is one image provided. Multiple causes for the insufficient opening can be considered in this case. From the description balloon angioplasty was performed prior to stent placement, and subsequent advancement of the stent was difficult. This may point to disruption of an atherosclerotic plaque or dissection of the intimal layer. In this case the advancement may have been subintimal or into the plaque. Furthermore, the distal portion of the stent with overlapping marker is in the most stenotic portion of the basilar artery. The overlapping markers may be the result of incomplete expansion resulting from persistent concentric stenosis that was not fully treated by the balloon angioplasty or, less likely, local vasospasm. The fact that there was stasis, as described, may also cause clot build up on the distal part of the stent, which in turn an also hamper opening. Further analysis of potential etiologies for the failures described in this case is rendered impossible as the stent remains in situ. Physician name and date reviewed: (B)(6) md, may 27th, 2023. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.